Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as unidentified (tear). Shell thickness was within specification). As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported, left side device rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d9, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Explanting physician later reported capsular contracture, baker grade unknown.

Event description:
Explanting physician reported left side device rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.